Manufacturer narrative:
According to the facility, gown caused skin reaction. Per the facility, "gown was on for an hour. Itching and burning noted after 30 minutes. Red raised rash around where gown cuffs were in contact with skin." The facility reported the skin irritation resolved with "washing of the skin and administration of dexamethasone." The individual is doing "fine." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, gown caused skin reaction. Per the facility, "gown was on for an hour. Itching and burning noted after 30 minutes. Red raised rash around where gown cuffs were in contact with skin." The facility reported the skin irritation resolved with "washing of the skin and administration of dexamethasone." The individual is doing "fine."